Event description:
A malfunction was reported, specifically referred to as malfunction 16, with a fault ID available. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump. The caller was advised to contact their healthcare provider for backup therapy since none was available at the moment. The customer was instructed on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label within ten days.